Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing (atp) due to incorrection interpretation of signal. Programming changes were recommended but not yet completed. The patient was stable.

Event description:
Additional information received noted further instance of inappropriate therapy.